Manufacturer narrative:
Correction: g3: date received by MFR: the initial MDR g3 date was submitted as 10/28/2021; however, the correct date is 10/27/2021. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A continuous ambulatory peritoneal dialysis (capd) patient experienced a breach in aseptic technique which resulted in a peritoneal infection. The breach in aseptic technique was further described as loss of aseptic technique during therapy. It was not reported if the patient was hospitalized for the event. The patient was treated with ceftazidime (dose, route and frequency were not reported). Pd therapy was ongoing. At the time of this report, the patient has recovered from the event. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.